Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a touchscreen malfunction. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse performed a touchscreen calibration. The unit passed the touchscreen functional test. After performing the calibration, the customer was able to confirm that the button was working correctly. The unit was then returned to the customer and cleared for clinical use.